Event description:
It was reported that during a laparascopic assisted vaginal hysterectomy procedure, the inactive pad shredded in the patient. Surgeon was able to visualize and remove all of the pieces once they opened the patient. Used a competitor's device to complete the procedure.